Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The other graftmaster system referenced is filed under a separate medwatch report.

Event description:
It was reported that the procedure was to treat a perforation caused by another device in the calcified right coronary artery. A 4x26mm graftmaster covered stent was advanced but failed to cross the calcified vessel and was not deployed. The device was removed without issue. A 4x19mm graftmaster was deployed but failed to completely seal the perforation because it may not have been deployed in the correct location. The patient was taken to surgery, with good results and was discharged home 4 days post-surgery. No additional information was provided.

Manufacturer narrative:
Internal file number - (B)(4). Date of implant-stent was not implanted. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation determined the reported failure to advance and subsequent treatment appear to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.